Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In jan 2022 it was reported that the patient experienced oozing and leaking from the stoma site with no issues. Peg site was clean, dry, with no pain, swelling, or erythema. On (B)(6) 2023 the wife reported that e- coli was found in a swab taken from peg site and the patient was prescribed an unknown oral antibiotic for the stoma site infection.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in catalog# is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.